Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the universal surgical manipulator (usm). Fa was able to confirm/reproduce the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 31226 errors on the clockspring, parallelogram, & rolling loop. The unit failed fiber test on the psc fixture test platform (pftp) on the clockspring, parallelogram, and rolling loop. Additionally, fa noticed that the fiber readings on the clockspring, parallelogram, and rolling loop were low and the power readings were trending down. The clockspring, parallelogram, and rolling loop fiber cables were swapped out with new ones and the errors no longer occurred. The original clockspring, parallelogram, & rolling loop fiber cables were reinstalled, and the errors returned. The unit went through more testing with a new clockspring, parallelogram, and rolling loop fiber cables on a pftp and passed direction tests, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength, and carriage switches test. The clock-spring, parallelogram, & the rolling loop assemblies will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance because universal surgical manipulator (usm) 2 was disabled. The tse reviewed the logs and found multiple errors on usm 2 and also observed when it was disabled by the user. The tse suggested power cycling the system in order to get usm 2 active again. The customer initially declined troubleshooting and elected to switch to using usm 1 and not use usm 2 as they were able to finish the case with only three usms. The customer later called back to report that after the power cycle, the error came back, and usm 2 was disabled again. The tse informed the customer that power cycle would be needed to clear the error and that the error could come back again. The customer was not sure if they were going to try to power cycle the system again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to duplicate error but reviewed logs and confirmed various errors on usm-2. Errors 32114, 32097, 32096 and 31199 were observed. The fse replaced usm 2 to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis; however, failure analysis is not completed.